Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges during pumping. Additionally, it was reported that the pump fill estimate was inaccurate. The customer's blood glucose level ranged from 140 mg/dl to 163 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.